Event description:
In 2009, patient reported, she is in the hospital because her infusion device failed to alert her that her insulin cartridge was low on insulin. Patient states on three days prior, she was away from home when her infusion device displayed an empty cartridge (e1) error. She states, the infusion device never provided an (a1) low cartridge alert prior to the empty cartridge error; therefore, not providing her with time to obtain more insulin. Patient reported she had no source of insulin from 12 am until 8 pm on the same day, as she did not return home until this time. Patient states she drove immediately to the emergency room when she got home because she began vomiting, urinating frequently and states her muscles began to get very tense. She stated when she got into the emergency room the doctors tested her blood glucose on their monitor and her blood glucose was too high for the monitor to read it. Patient reported her blood glucose was over 600 mg/dl. Patient's normal blood glucose range is between 150 - 250 mg/dl. She states the doctors diagnosed her with diabetic ketoacidosis and administered an insulin drip. Patient reported she remained on the insulin drip until two days later. She stated, she is still in the hospital and her blood glucose is still elevated. Patient reported her blood glucose levels are currently in the 300's mg/dl. Advised patient to change the infusion adapter with every 10th cartridge change. Had patient view infusion device information to verify alerts and bolus history. She stated there were no missing bolus amounts; however, there was history of an a1 (low cartridge) alert. Product was replaced and requested return of the suspect product for evaluation.